Event description:
Worsened anxiety and depression, chronic pain, hardening of breasts, changes in breast/ pain, headaches, rashes, chronic fatigue, fevers, brain fog / memory loss, racing heart, numbness causing fingers to turn blue, very low libido, burning bladder and re-occurring infections, intolerance to food and beverage, loss of white in eyes almost yellow and joint pain. Elevated white blood cells in (B)(6) 2018 blood tests. Racing heart and numbness. Weight gain, hip, knee, foot pain, ringing ears, mood swings / extreme irritability. Skin rashes, adrenal issues, dry skin and hair sinus issues, night sweats, menstrual irregularities / hormone imbalance, constant sore throat, sensitive to heat and cold, blurry vision, low blood pressure, extreme muscle soreness from exercise (like every muscle in my body being sore from a short easy run). FDA safety report ID# (B)(4).